Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a follow up computed tomography scan after implant that showed a colon perforation at the distal ascending colon with peritonitis due to ischemic colitis. The patient had an arterial non-central nervous system thromboembolism. A surgery was planned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. This IFU lists arterial non-central nervous system (cns) thromboembolism as an adverse event that may be associated with the use of the heartmate 3 lvas. This IFU also contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: hemicolectomy was performed and the patient was under observation. The event resolved on (B)(6) 2023.